Manufacturer narrative:
Section g3: correction manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. According to the center, the low flows were due to severe tricuspid regurgitation and right heart insufficiency. A direct correlation between the tr, right heart insufficiency / failure, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log file contains data from (B)(6) 2019 at 02:29am through (B)(6) 2019 at 10:55am. Low flow events were captured intermittently throughout the file, resulting in 14 total low flow alarms. Calculated average flow ranged from 2.2-2.4 lpm for these events. Overall, calculated average flow ranged from 2.2-4.4 lpm. No additional atypical events were captured. The pump speed did not drop below the low speed limit for the duration of the file. No additional atypical events were captured in the system controller periodic or lvad log files. The center reported that the patient experienced low flow alarms, severe tricuspid regurgitation, and right heart failure. The patient remained on milrinone and the center reached out to transplant centers to reconsider the patient for heart transplant or options for repair. On (B)(6) 2019 abbott technical services upgraded the main application software on the patient¿s controllers to version 1.5.2. System controller serial numbers (B)(6) and (B)(6) were upgraded. It was later reported that no device-related issues caused/contributed to the right heart failure or tricuspid regurgitation. The rhf and tr were a continuation of a preexisting condition. The low flow software upgrade reportedly resolved the alarms and the patient was at home on milrinone. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient experienced low flow events cause by severe tricuspid regurgitation and right heart insufficiency. The account detailed this was a continuation of a pre-existing condition. The patient was treated with milrinone. The site is seeking a transplant evaluation for the patient. No further information was reported.